Event description:
During a laparoscopic cholecystectomy the gasket on the 355ld was leaking. The trocar sleeve was examined at the end of the procedure and it was noted the outer gasket was torn. A 5mm grasper had been the only instrument passed through the sleeve. The procedure was able to be completed with the device. There was no consequence to the pt. The 355ld was from a laparoscopic cholecystectomy kit, #fdc39. Clinical follow up: 1/31/97 1052 message and 800# left for md call back. 2/3/97 1820 nncl sent.

Manufacturer narrative:
Based upon the inquiry info received and the visual examination, it was concluded that the outer gasket had become torn and all pieces were returned, making the instrument non functional. No conclusion could be reached as to how the outer gasket had become torn. Each instrument is evaluated during the assembly process to ensure that it functions properly. The centering of the instrument upon insertion or removal may reduce the possibility of the seal being inadvertently damaged. Co strives to understand each incident as it occurs in order to continuously improve the products.